Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2019, it was pulled and replaced on (B)(6), for repeated inability to infuse IV medications. A kink noted at 5 cm above insertion site when line removed.